Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Insulin pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). The customer returned the pump for alleged pump error alarms found on (B)(6) 2021. The insulin pump passed self test and displacement. Successfully utilized thus to download history/trace files. No pump error alarms were noted during testing; however, the pump downloaded history confirmed pump error alarm (esf3010978, line number = 1421; file number = 32122) was noted at (B)(6) 202115:09:11.000. Pump error was also noted in pump download history on (B)(6) 2021 at 15:09:13.000. (Esf3010978, line number 2803, file number 2002). Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked retainer, pillowing keypad overlay, cracked keypad overlay, the insulin pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Pump error (expected behavior) was the consequence of pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.